Event description:
It was reported via repair work order that the patient right side rail was stuck in the lowest positon. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as evaluation concluded the patient right side rail being stuck in the lowest positon was due to the siderail screws being loose.

Event description:
It was reported via repair work order that the patient right side rail was stuck in the lowest positon due to the siderail screws being loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.